Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast baker IV, capsular contracture, right breast seroma. Painful, hardening breast, total en-block capsulectomy.¿

Event description:
Healthcare professional reported "right breast baker IV, capsular contracture, right breast seroma. Painful, hardening breast, total en-block capsulectomy.¿ device has been explanted.